Event description:
It was reported that the patient fell on (B)(6) 2013 and went to the hospital the night prior to the report. It was noted that the health care professional (hcp) at the hospital wanted to have an MRI scan performed on the patient¿s head. It was further noted that the MRI was not related to the device therapy. The patient thought "one side of the device was working and the other side was not working."

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).